Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2013 that a patient had an issue with a kangaroo joey pump. The customer reported that a child was receiving gastrostomy feeds with a kangaroo joey pump during the night. The mother fed him against the advice of the visiting nurse until 2:30 am in the morning. The mother woke suddenly to find that the tubing from his feeding set was wrapped around his neck twice. The mother reports there was no respiratory difficulties or choking. The visiting nurse reported no marks on his neck when visiting him the following morning. The pt is stated to be fine at this time.